Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted on (B)(6), 2013 due to extrusion of the internal magnet; however, the issue could not be resolved. Additional information has been requested but has not been made available as of the date of this report, (B)(6), 2013. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6), 2013.

Manufacturer narrative:
This report is filed november 14, 2013.